Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient complained of diaphragmatic breathing. Device interrogation revealed high threshold values. Fluoroscopic imaging showed lead dislodgment. The rv lead was repositioned. The patient was in stable condition without further complications.